Event description:
On (B)(6), coltene recieved a report from a patient expalining that after 2 1/2 years of a burning sensation, she voluntarily had a dental implant using coltene's post along with another manufacturer's post and core material removed due to an allergic reaction. The patient said she had extensive allergy testing, which led to a double positive reaction to titanium dioxide and was inquiring whether or not coltene's product number pf1714 contained titanium dioxide. No batch number was given nor available. Additional information for other compounds used in the patient's procedure was attempted but not received. Coltene product number pf1714 does not contain titanium dioxide.

Manufacturer narrative:
At the time of the inital report, additioanl information was sought since the allergic reaction was identified by the patient as titanium dioxide. Since coltene's product doe not contain titanium dioxide, the investigation concluded the cause of the allergic reaction must have been another source of material used in the dental restoration procedures but was unable to confirm.